Event description:
End user reported they were unhappy with the device position across the septum. He noted the device was too large, and decided to retrieve it and use a smaller device. During the retrieval attempt the device was retracted up to the shoulder coil in the 11f transseptal sheath. It was reported the device inadvertently disconnected from the delivery catheter and floated to the right atrium. The device was snared to the groin where an attempt was made to retrieve it into the 14f recovery sheath. While attempting this maneuver the device got loose from the snare and floated up to the right atruim for the second time. The device was snared again to the groin where a cut down was performed. The implant was observed to be intact but mangled. The device was sent to the end-user pathology dept and will not be returned for evaluation at co facility. The procedure was abandon at this point. The pt was noted to be fine, and doing well, no additional complications were noted. As of 2005 there was no follow-up to and from the pt.